Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was completed to investigate the report of particulate matter present on the device. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection of the device identified particulate matter on the uv flash disconnect cap. The reported issue was verified during evaluation and the cause was determined to be a raw material issue. The supplier was notified of the event and a CAPA was initiated to further investigate the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found on a disconnect cap, (details not provided). This occurred before the overpouch was opened. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.